Event description:
There have been no products manufactured or distributed of this catalog number for the last three years.

Event description:
Pt status post cemented left total knee replacement. Orginal surgery in 1996. Pt presented to orthopedist in 1/2003 reporting more "klicking" and swelling in left knee. Physician stated there was more varus-valgus and anterior - posterior instability noted from their previous visits.